Manufacturer narrative:
No device analysis results are available because the reported device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Product was very tight going through sheath and became loose after getting through sheath. The physician tried to remove and had to remove entire sheath. The sensor was not implanted.